Event description:
It was reported that the patient was unable to inflate or deflate the pump of this inflatable penile prosthesis (ipp). The physician suspects the cause was sticky pump. A surgical procedure was performed, during which the existing ipp was removed and replaced. There were no patient complications reported.